Event description:
It was reported that the right ventricular lead had t-wave oversensing in the past and at that time the lead was reprogrammed. It is now noted that the sensing integrity counter (sic) is elevated. The lead remains in use. No patient complications have been reported as a result of this event. 2014-(B)(6): the lead was cut, capped, and replaced.

Event description:
It was reported that the right ventricular lead had t-wave oversensing in the past and at that time the lead was reprogrammed. It is now noted that the sensing integrity counter (sic) is elevated. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.